Event description:
Event description guidant received information that the patient with this implantable lead reported receiving two shocks, one after working with electricity, and one several hours later. Upon interogation, the device delivered no shocks when the patient was working with the electrical wire. The device did deliver a shock that evening, and the electrogram (egm) displayed ventricular oversensing. The pacing and shocking impedance values were out-of-range.